Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they have their amplitude at a low setting and they don't like to increase stimulation (stim) because they said they can feel a little electrical shock. Patient said if they have their stim on 0.5 or 0.6, they can feel stim a little bit, but if they increase higher they can feel that shock. Patient said after a while that sensation goes away, but they don't increase stim past 0.6. Patient did confirm that they are receiving 50% or greater reduction in symptoms but said they've tried to increase stim to see if they can get even better results. Patient mentioned they've spoken to their urologist about amplitude level and patient said their hcp told them patient is in good physical shape (patient said they workout a lot) and said they may be in a better position to receive good benefit from ins due to good health. Patient said they've fiddled around with the programs and said some seem to work a little better than others. Patient confirmed they have been receiving 50% or greater reduction in symptoms overall. Patient will make adjustments as necessary on their own and monitor symptoms.